Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has been returned for the evaluation. On the visual evaluation, the device appeared bloody and no other specific anomalies were noted. On the functional evaluation of the device, the balloon was inflated using an in house presto inflation device and the water starts leaking from the compound ruptured region of the balloon during inflation. Under microscopic evaluation, the compound rupture was noted. Therefore the investigation for the reported material rupture has been confirmed as a compound ruptured region was clearly observed under the microscope. A definitive root cause for the material rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.